Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4).

Event description:
It was reported that the unknown abutment screw fractured inside the implant. It was also reported that all the fractured pieces were removed and replaced with the new one, implant is intact.

Event description:
It was reported that the abutment screw (iunihg) fractured inside the implant. It was also reported that all the fractured pieces were removed and replaced with the new one; implant is intact.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite® hexed screws, it is recommended to torque at 20 ncm. A singular cause for the complaint could not be determined.